Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced persistent infections at the abutment site and subsequently was administered antibiotics (date not reported).